Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump, and manual insulin injection. Ultimately, the customer reverted to an alternate form of insulin therapy.